Event description:
Device reported eos on hmsc after patient had MRI without having device programmed into MRI mode. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
This report was opened in error on the wrong device serial number. The complaint has already been reported on the correct device in MDR-1028232-2020-01894. Closing file.